Manufacturer narrative:
Serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) and sterile lot record review were reviewed and found to be within specified specs. Based on the info obtained to date, no direct correlation can be made between the reported event and the novasure system. According to the instructions for use (IFU) other adverse events: the following adverse event could occur or have been reported in association with the use of the novasure system: infection or sepsis. (B)(4).

Event description:
It was reported by that a pt had an uneventful novasure endometrial ablation on (B)(6) 2011. Later that day, she returned complaining of "rigors/chills and fever". The pt was admitted to the hosp with a temperature of 102.4 degrees fahrenheit. An ultrasound and abdominal pelvic computed tomography (CT) scan showed no evidence of perforation or abscess. The pt was diagnosed with sepsis. The organism was identified as streptococcus. She was started on intravenous (IV) zosyn (piperacillin and tazobactam) and once improved was discharged home with a peripherally inserted central catheter (PICC) for intravenous ancef (cefazolin), every 8 hours, for 2 weeks. On (B)(6) 2011, the physician reported the pt is "currently doing well".